Event description:
This device requires proper training. I did not receive adequate training by MFR. I tried to use this device on (B)(6) 2012 and it didn't work; when I removed pieces and tried to reinstall syringe, drug came out of vial. I tried again on (B)(6) 2012 and device worked but caused bad bleeding on injection site. Told emd serono about problem, but I was never contacted about returning product. Called ms lifelines, told them about multiple problems-but they do not believe me. I have multiple sclerosis. This device is used for injecting a drug.